Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient device was found to be undersensing. No intervention was performed as the physician decided not to make any changes and the device remains implanted. There was no consequence to the patient. No further information is available at this time.

Event description:
New information states that the patient presently remotely via melin.net transmissions on (B)(6) 2019 with false pause episodes due to loss of contact on the electrode . No intervention was reported. The patient was stable.